Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years. The event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an intracranial hemorrhage in the bilateral frontal lobe. The cause of the event was due to the complexities of medical management. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.